Event description:
A malfunction was reported with the occurrence of malf 9 error code, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions for resetting the pump, assisted the caller with the reset process, and noted that the malfunction did not recur after this intervention. The customer was advised to continue using the pump and to contact support again if the issue reappeared.